Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter (aus) removed and replaced due to erosion and recurring incontinence. It was added that the aus "was no longer working the way it was when it was first implanted and expressed increased bladder leakage." The physician noted that the tab on the sphincter was not secured properly and a "capsule formed around the sphincter in a way that caused the sphincter not to function properly." Today, the erosion has healed and the patient has a new device. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.